Event description:
Report received from the account stating that the intraocular lens(iol) was removed and replaced without complication 1 month post implant. Reason stated was improper iol power implanted.

Manufacturer narrative:
(B)(4) - the returned iol was sent to the manufacturing site for analysis, results are pending. The device met all specifications prior to release. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 24.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. At the date of this report, amo has provided all available information. No further information is available or expected.